Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). (Exemption number e2015036).

Event description:
The customer owned device was inspected onsite by pentax representative on 04/30/2019 for seal between distal body and distal cap. The device failed the inspection criteria.